Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of a tampon leaving the tampon inside her. She went to the ER where the tampon was removed. She alleged the experience gave her ptsd and anxiety about using tampons.